Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a highest continuous glucose monitor reading of 282 mg/dl and a concurrent glucometer reading of 227 mg/dl after eating pizza and ice cream and announcing a smaller-than-actual meal, while using an inset infusion set on the abdomen with a libre 3+ continuous glucose monitor (cgm) sensor. Symptoms included elevated blood glucose without associated acute complications. Outcomes included no alarms, no emergency care, and no hospitalization. Investigation included user education and troubleshooting focused on meal announcement accuracy. Investigation of this case revealed that the device functioned as designed and that the event was attributable to user-related underreporting of carbohydrate intake, leading to inadequate insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement.

Manufacturer narrative:
Initial.